Event description:
The user's hearing performance with the device is affected. The user has a swelling over the implant site which was first noticed by the parents 3 days prior to a follow-up appointment on 10-jun-2020. No specific trauma or accident was reported but the parents confirmed that the user falls often.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user has a swelling over the implant site which was first noticed by the parents 3 days prior to a follow-up appointment on the (B)(6) 2020. No specific trauma or accident was reported but the parents confirmed that the user falls often.